Event description:
During procedure the doctor noted oil leaking from between the attachment and motor connection. Also some play (wiggle) noted between attachment and motor. On follow up, the rep reported that the leak occurred about one minute into the procedure. The doctor flushed the site with antibiotics. There was no significant delay and no injury. Back up system was used to complete the case.